Event description:
It was reported that increasing hv lead impedances has been observed since implant. All other measurements were normal. It was recommended to monitor the patient. The patient will be enrolled in (B)(6). It was later noted that the impedance started to slowly decrease. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.